Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: laparoscopic rectum resection procedure. When firing, the instrument fired 3 staples, then stopped. Was not able to get it to refire. The instrument partially fired. No poor staple formation reported. No injury to the patient. Product has not been re-sterilized prior to this incident. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch. No unanticipated or irreversible damage to vascular tissue. Corrective action taken to correct the problem, they used a manual endo gia handle. No reinforcement material was used. No unanticipated tissue loss.

Manufacturer narrative:
(B)(4)